Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Therefore, the UDI field (in d4) was left empty. Investigation ongoing.

Event description:
Hamilton medical ag received event description: quotation from the reporter: "the device stopped during ventilation: from spontane mode it switched to standby accompanied by a short beep and alarm message, what was not been able to read due to lack of time.". No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation according to the user, "the device stopped during ventilation: from spontane mode it switched to standby accompanied by a short beep and alarm message". No harm to the patient was reported. The logfiles were not provided for analysis. It is important to mention that switching from a ventilation mode to standby requires the user to perform two separate actions: pressing the "standby" hardkey and secondly press "activate standby" within 30 seconds. Additionally, following the event, a service engineer investigated the device. The reported issue could not be reproduced during testing. The service software was executed successfully, and all measured voltages on the mainboard were within normal parameters. No faults or abnormalities were identified.